Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: initial reporter facility name: (B)(6). E.1: the initial reporter phone: (B)(6). H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30864986) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00046. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30864986) was used ¿with an enbotrap ii type stent.¿ this failed because the stent did not fit into the microcatheter. There was no report of any negative patient impact. On 03-apr-2023, additional information was received. The information indicated that the procedure was targeting an occlusion in the left m1 segment of the middle cerebral artery (mca). The resistance was felt during the device advancement right after the microcatheter hub. The information indicated that the microcatheter was removed / replaced. It was indicated that the microcatheter was not damaged upon removal, there was nothing noted to be obstructing the microcatheter. A continuous flush was maintained through the microcatheter. Excessive force had not been applied to the device. The procedure was completed. Based on the additional information received on 03-apr-2023, the microcatheter was removed/replaced, this resulted in a loss of the target position. The event has been deemed usfda reportable under title 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-jun-2023. The device underwent evaluation and analysis; the investigation was also completed on 08-jun-2023. The complaint device was returned for evaluation and analysis; it was received on 08-jun-2023. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was noted. A microscopic inspection was performed on the entire length of the device. The prowler select plus microcatheter was observed to be undamaged (i.e., no kinks, no bends, and no compressed areas). The returned device was flushed using a lab sample syringe. After flushing, a lab sample guidewire was inserted into the microcatheter and advanced until it exited from the distal tip of the microcatheter without any noticeable resistance. Although functional testing could not be performed with the concomitant embotrap device, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the reported issue documented in the complaint was not confirmed. A review of manufacturing documentation associated with this lot (30864986) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 05-apr-2023. [Additional information]: on 05-apr-2023, additional information was received. The information indicated that when the embotrap ii device was removed, it was not damaged in any way. The prowler select plus microcatheter was replaced with an xt-27® microcatheter (stryker). The same embotrap ii device was used with the new microcatheter to complete the procedure. The embotrap ii device is not available for return. There was no clinically significant delay in the procedure as a result of the reported issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.